Event description:
It was reported that during a routine follow-up check, it was noted that the low-voltage portion of the right ventricular (rv) lead was not capturing. Testing determined that the tip conductor was not capturing, but the ring conductor was able to capture while pacing "ring to rv coil" through the left ventricular (lv) lead port. The low-voltage portion of the rv had been previously plugged into the low-voltage portion of the lv port and remained in the lv port when this event occurred. The rv lead now also exhibited high impedance and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead in segments was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, bi-ventricular defibrillator, (B)(6) 2010; 4024-58, lead, (B)(6) 1992; 5076-45, lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.